Event description:
Customer reported when opening device, it contained two needles. Customer repladced cap on device and did not use it. No treatment was received. A request was made for return product and replacement product was sent.